Event description:
A review of the logs shows that the issue appears to be the data management service crashing due to an excess of device status aperiodic error messages. This has been identified to be an outbound database growth issue. Further investigation reveals that this is a software anomaly related to network status messages being improperly interpreted as failures and added to the outbound database for eventual transmission to ims. As these messages are (by design) to be resident on the lvp for 30 days, the logging of these messages (multiple times per second) causes the outbound database to grow such that it can prevent software downloads. Additionally, in extreme cases, it can cause the clinical application to freeze during an infusion. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024.

Event description:
Per fresenius kabi r&d: "excessive error messages logged in outbound.db". Preliminary evaluation of the device logs shows the following: normal network status message is being interpreted as an error message. This is then added to the outbound.db for eventual transmission to ims. These error messages may be logged multiple times per second, causing outbound.db to cause filesystem size issues on the lvp. There could be a potential to stop an active infusion. This did not stop an active infusion as it was discovered during internal engineering testing. To date, fresenius kabi has never received a report with this issue from any customers. Despite this and as a conservative measure, fresenius kabi is submitting a report due to the referenced technical issue. Further information is needed to complete the investigation.